Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jun-30 provided contact information for someone to help with medication/refills. The patient's wife called back and got the information they lost for information about medication and about the fact that the patient still had not had medication in their pump since january and it was discussed it could ruin the pump. No further information was reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. It was reported that the pump had been running at a rate of 0.05ml/day since (B)(6)2018, infusing saline but the manufacturer representative left the programming as hydromorphone 20mg/ml at 1mg/day. The pump showed 0.7mls should have been dispensed. It was discussed that there was nothing on labeling to say how much volume should be dispensed in order to confirm that the pump was functional, but the concern was that since the pump was empty for a year the pump tubing damage was more significant. It was discussed that it might have been most conservative to increase the rate and bring the patient in again on more time before filling the pump with drug to confirm patency and no volume discrepancies. The patient had no symptom change as a result of what was in the pump tubing and catheter. There were no further complications reported at this time.

Event description:
Information was received from a consumer regarding a patient receiving unknown morphine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported in (B)(6) 2016 and the first part of 2017 that the healthcare professional (hcp) turned the pump medication way down. It was stated that they were supposed to go back for a refill in (B)(6) 2017 and had the hcp turn the pump medication way down at (B)(6) 2016 refill and does not remember the hcp saying they were going to put saline in the pump or would turn it off etc. The patient stated the pump ran out of pump medication and was beeping. It was noted the patient went through heavy withdrawals and has stayed off their feet, and has been sleeping and tried to go back to work, but could not. It was noted the patient used to work, but now is disabled. The patient did not think that their small amount of pump medication would cause this much withdrawal that they encountered. It was reviewed the patient had prior multiple spinal surgeries and then was on oral medication for a long time before getting the pump. It was noted the patient did not currently have a hcp. Non reservoir drugs mentioned was that the patient was not taking anything but tylenol. Locator listings were emailed to the patient. The patient was redirected to the hospital to check the status of the pump or possibly replace the pump since it has been empty since (B)(6) 2017. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated. Information regarding unrelated insurance/drug information was omitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-jul-18 reported the patient's weight was (B)(6) as previously reported. It was noted that the patient found an healthcare professional (hcp) and due to insurance issues the old hcp would not assist in anything. It was noted that the patient would like to have some saline installed in the pump because as of now the pump was empty. The patient planned to get everything taken care of in (B)(6) 2017 when they have insurance. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer on 2018-02-28. The patient reported their pump had continued to alarm. The patient reported the alarm was a three toned alarm. The patient said the alarm had been going off for at least nine months and they knew the pump was empty. The patient reiterated their physician had slowed their pump down previously so they would not experience too much havoc when their pump was removed. Regarding drug dose and concentration, the patient stated they were up "0.1" and their healthcare provider brought him down to "0.3" or "0.4." The patient confirmed the reason for the device removal was related to insurance reasons. No symptoms were reported at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. It was reported that the patient was no longer a patient of theirs as he had moved "several months ago" and stated that he found someone to fill his pump, the hcp did not know who that was. The hcp tried reaching out to the patient, but he did not answer or return their phone call. There were no further complications reported at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-jul-13 reported they were calling regarding the patient letter they received. They asked if it was okay for the pump to be empty, and it was reviewed that manufacturer recommends the pump never should be dry. Another copy of the physician listings was sent. It was noted that the healthcare professional (hcp) is aware because the patient called to see if the hcp would put saline in the pump and the managing hcp refused do to no insurance. The hcp was not able to help at this time. It was noted that a refill was missed as a refill was scheduled for (B)(6) 2017 and was cancelled due to no insurance. There was currently no appointment dates at this time and the patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via the manufacturer representative (rep). It was reported that an alarm for empty pump occurred. The patient missed the refill. Patient relocated and was trying to find a managing hcp. Logs revealed empty reservoir alarm started sounding a year ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that an hcp decided to fill the pump with preservative free saline and watch the pump over a period of time. The patient was not treated. They were doing a roller study at the time of the report. There were no further complications reported at this time.